Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test and force sensor test. The test p-cap does not lock in place properly and unable to perform the displacement test, displacement accuracy test and occlusion test due to missing retainer, broken reservoir tube lip and missing reservoir tube o-ring. Device received with missing display window cover, scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
The information that provided with the initial report was incorrect. The correct information has been included with this report.

Event description:
It was reported that the customer visited the emergency room for hypoglycemia on (B)(6) 2019 with the blood glucose of 4.1 mmol/l. The customer's blood glucose at the time of incident was 2.7 mmol/l and the customer had dex cap and eat. It was reported that the customer treated low blood glucose at the emergency room. It was reported that the customer also had high blood glucose levels of 21.7 mmol/l , 22 mmol/l and 30.9 mmol/l the night before that they treated with the insulin pump and with manual injection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for hypoglycemia on (B)(6) 2019. It was reported that the customer also reported that there was a cosmetic damage to the insulin pump. It was reported that the customer had low blood glucose levels of 2.7 mmol/l at the time of incident. It was reported that the customer treated low blood glucose levels with manual injections. It was reported that the customer also had high blood glucose levels of 23 mmol/l, 21.7 mmol/l, 22 mmol/l and 30.9 mmol/l at the time of incident. It was reported there was a damage to retainer ring and reservoir was able to lock in to place after the insertion. Troubleshooting was performed. Product is not expected to return for analysis.